Event description:
The information received indicated that the physician called for medical information and also reported adverse events. The physician indicated that a patient received a cypher stent in 1996 to treat a lesion in the left anterior descending (lad). The physician reported that approximately two months later, the patient began to experience "constitutional hypersensitivity", possibly related to the metal in the stent, which he described as complaints of tiredness, myalgias, lassitude, and exercise intolerance. The physician reported that this patient has seen many specialists and had many tests performed with no definitive diagnostic results, including two cardiac catheterizations at unknown times which showed no in-stent restenosis. There was no treatment reported. The patient's symptoms are reported to be episodic in nature and remain unresolved. Past medical history includes high cholesterol, coronary artery disease (cad) and no known drug allergies. Multiple attempts were made to retrieve additional information without success. Medical therapy reported included lipitor (a cholesterol lowering drug), aspirin, daypro (nsaid to relief signs and symptoms of osteoarthritis and rheumatoid arthritis) and mangosteen (a non-medicinal juice with claimed properties).

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be done without a lot number. At the time of the index procedure in 1996, cordis marketed a balloon-expandable stent called palmaz-schatz. Cypher was not marketed until 2003. The palmaz-schatz was a bare metal stent made of stainless steel. The IFU warned that patients with a known hypersensitivity to stainless steel may suffer an allergic reaction to this implant. Based on the limited information available, it is not possible to draw a conclusion about a clinical relationship between the unknown device implanted and the patient's reported symptoms by the physician.